Event description:
It was reported that during attempted insertion of the iab, difficulty was encountered passing it through the sheath. The iab was removed and a second iab was successfully placed through the sheath. There were no pt complications.